Manufacturer narrative:
Com-(B)(4).

Event description:
The transmitter was returned for evaluation. An external visual inspection was performed and the inspection passed. A voltage test was performed and the transmitter had no voltage. Data investigation did not confirm a low transmitter battery. In addition, a failed transmitter error was present in connection to the reported allegation. The probable cause could not be determined post investigation.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the receiver displayed an error message for low transmitter battery. Data was provided for evaluation. Data review could not confirm the reported event of low transmitter battery. A probable cause could not be determined via data. No product was provided for evaluation. This complaint is reportable based on the finding of failed transmitter error via the log review. No additional patient or event information is available.